Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) the nurse. It was reported to baxter clinical coordinator that the patient (B)(6) experienced peritonitis due to break in aseptic technique. On an unreported date, the patient began apd therapy. On (B)(6) 2012, the patient was hospitalized for peritonitis. The date of onset of this peritonitis episode is unknown. On (B)(6) 2012, extraneal was temporarily withdrawn and the patient was transferred to capd using physioneal only. On an unreported date, the patient was treated with antibiotics and recovered. On (B)(6) 2012, the patient was discharged from the hospital. Extraneal was restarted after discharge from the hospital. The nurse did not think the peritonitis was caused by the used pd solutions or medical devices. She thinks that the cause of peritonitis was due to break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. Since the lot number was unknown, a batch review could not be performed.